Event description:
It was reported that there was a pericardial effusion. Prior to the start of the procedure it was noted that the patient had a 1.3cm sized pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient. During the procedure the patients blood pressure had dropped so the physician wanted to perform a pericardiocentesis post procedure. It was also noted that the right sided pericardial effusion had a slight increase in size. The physician performed a pericardiocentesis and drained 300 to 500cc of fluid from the patient. Following this treatment the effusion was resolved. The patient made a full recovery and was discharged the next day as planned.